Event description:
Complainant alleged that during incoming inspection of the device, the device displayed a "defib fault 72" message and a "pacer 116" message upon power-up. The complainant indicated that there was no patient involvement in the reported malfunction.